Manufacturer narrative:
Additional information was received. The device was being set up for use with no delay of therapy at the time of the event reported. No harm or injury has been indicated or alleged.

Manufacturer narrative:
The biomed replaced the touchscreen to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Event description:
It was reported to philips by a customer that they are not getting a responsive on the unit's touch screen on the display. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed stated the touchscreen was unresponsive in some areas after calibration and cleaning. The biomed stated the unit has no impact damage. The rse provide the customer with the part number and price for a touchscreen. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.